Manufacturer narrative:
The product was returned for analysis; the reported complaint could not be verified. The product was returned and damage was observed. Solution was dried on the lens. Optical resolution is clear; however, the diopter could not be determined without the lens model to know the appropriate conversion chart to reference. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. Additional information was requested; however, no further information is expected. (B)(4).

Event description:
A surgeon reported a patient who has had "problems with visual acuity" following intraocular lens (iol) implant surgery approximately two months ago. The iol was exchanged and the patient is "pleased". Additional information was requested; however, no further information is expected.